Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6), 2008. Patient experienced persistent severe pain and discomfort in her hip, groin, thigh and back. Her implant makes clicking and popping type noises and catches. Patient has difficulty with activities of daily living. She suffers from elevated levels of chromium and cobalt metal ions in her blood stream. Patient is suffering loss of muscle mass and deterioration of the soft tissue in her hip. Patient has not yet scheduled revision surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed (B)(4).

Event description:
Update - added sales rep details, patient height and weight, revision date, products x 4. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.